Manufacturer narrative:
Product ID 977c165, (B)(4), implanted: (B)(6)2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the stimulation in the genital areas wasn¿t determined. The rep reported that additional reprogramming would be performed. The rep reported that the implanting neurosurgeon would be obtaining imaging of the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient started feeling very strong stimulation in their genital area no matter how they program it with the patient programmer. The rep was unable to provide paresthesia to the painful areas without the patient feeling strong paresthesia in the genital area. Impedances were normal and there was no lead migration. It was noted that the patient had fallen 2 weeks prior to the report. The patient was reprogrammed to high dose stimulation, and they reported no stimulation in their genitals. No further complications were reported.